Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase of pacing impedance, reaching out of range measurements above 2400 ohms. The patient attended the clinic, and the physician performed provocative maneuvers, but no anomalies were identified, so they made the decision to keep monitoring the patient. The device was reprogrammed, and no adverse patient effects have been reported. Data analysis will be requested but there is no evidence to suggest that this has been performed. It is important to note that this patient underwent six sessions of magnetic resonance imaging (MRI) since implant. The lead remains in service. Additional information was received. Technical services (ts) reviewed data from this device, and it was found that the lead trends indicate a significant increase in the rv pacing impedance, which has not reached 2550 ohms. Additionally, it was observed that the rv intrinsic amplitude had an increase-decrease behavior, and noise was present, which could be consistent with myopotential. Ts explained that in this case, the increase in the pacing impedance could be consistent with lead tip or capsulation/tissue ingrowth or lead tip calcification. A troubleshooting guide was provided to assess lead integrity in order to exclude mechanical concerns or lead impairment. No adverse patient effects were reported. The lead remains in service.